Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported ventilator inoperable (vent inop), motor fault, circuit fault, low peak inspiratory pressure (pip), low minute volume (ve), high rate and flow sensor disconnect alarm display. The reported issue was resolved by replacing the turbine. The customer reported no patient involvement.